Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with air bubbles. It was reported that the customer did not have the pump with them to troubleshoot. It was reported that the customer was advised on storage and proper ways of removing the reservoir. No further information provided.